Event description:
The customer tested his blood glucose three times and received the following results: 231, 198, and 93 mg/dl. The difference between some of the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.